Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced a skin reaction with an infection. The patient developed a rash, redness, inflammation, drainage, and pustules under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient sought care in the emergency department and was prescribed two different unspecified oral antibiotics. No additional patient or event information is available.